Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, no data was available on pyxis server. The pyxis server states all soh are zero and all reports run return no transactions. There were no adverse events or injuries reported based on this event.